Event description:
Rep reported that the patient was complaining of dizziness. The surgeon was unable to indicate or program the valve. Multiple (5) x-rays taken to confirm valve not successfully moved. The surgeon on call recommended leaving the valve setting at setting (4).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
E-mail received from the sales rep. Informed that: "patient was complaining of dizziness. Dr. Was unable to indicate or program valve. Multiple (5) x-rays taken to confirm valve not successfully moved. Surgeon on call recommended leaving the valve setting at setting (4)". In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).